Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Small cut on face - skin [skin laceration] head come off the toothbrush - oral-b [device breakage] case narrative: 75 year old male consumer via phone stated that the oral-b toothbrush head came off of the oral-b toothbrush when he was using it and he cut/stabbed himself. No serious injury was reported.

Manufacturer narrative:
07-jun-2024 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Event description:
Small cut on face - skin [skin laceration]. Head...come off the toothbrush - oral-b [device breakage] . Product counterfeit - oral-b [product counterfeit] . Case narrative: 75 year old male consumer via phone stated that the oral-b toothbrush head came off of the oral-b toothbrush when he was using it and he cut/stabbed himself. No serious injury was reported. 07-jun-2024 product investigation results: the product involved was confirmed to be a counterfeit, so the product problem will be removed from the oral-b toothbrush head refill. No serious injury was reported.